Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to non capture, non sensing, and high out of range pacing lead impedance. There were no consequences to the patient.

Manufacturer narrative:
The reported events of high lead impedance, no capture and no sensing were confirmed. Visual inspection found the inner coil was fractured due to suture tie force. Electrical testing found shorts between the conduction path due to the inner insulation was cut consistent with procedural damage, and discontinuities of the inner coil. This fracture is consistent with the observation from the field of high impedance, no capture and no sensing.